Event description:
Staff responded to noise from room, resident observed laying on the floor. The resident had been in bed, laying on her left side with the hob elevated and was using the bedpan. She was found on the floor with the siderail under her. The rail had broken off the bed. Resident assessed, denied hitting head but neuros wnl. She had bruises to her lower extremities. Aprn notified and ordered resident transferred to ER. Xray of left shoulder "suspicious" for nondisplaced fracture of humeral neck. All other xrays and head CT were negative for acute injuries. The resident had no further testing to confirm or rule out the left humeral fracture, she was immobilized with a sling and no surgical intervention is planned. Remains in hosp observation at this time (B)(6) 2019 pending return from hosp. Resident given a new bed for her return. (B)(6).